Manufacturer narrative:
Product investigation is in progress.

Event description:
String was left in the plastic tube as if it was never attached to the tampon [device physical property issue]. Case narrative: consumer reported via e-mail that the tampon string was left in the tube. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
String was left in the plastic tube as if it was never attached to the tampon [device physical property issue]. Case narrative: consumer reported via e-mail that the tampon string was left in the tube. No injury reported.